Event description:
It was reported that during a procedure the device operated automatically without user activation. A back-up device was used to complete the procedure. There was delay of one minute in the procedure but no adverse consequences alleged with this event.

Manufacturer narrative:
Device evaluation revealed that the handswitch of the maestro drill was loose.